Manufacturer narrative:
There is additional information and more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history review confirmed that device conformed to specifications when shipped. The occurrence cause/root cause of the event cannot be conclusively determined. It is possible that outer stress may have been applied to the device by contact to something sharp. Customer reported that the device was not used in combination with an insertion sheath in procedures.

Manufacturer narrative:
Due diligence was executed for this event. The device has been returned and a device evaluation completed for it. The user¿s complaint of broken was not confirmed. A visual inspection on the received condition of the device found no broken anomaly. All parts of the device were still intact. However, 3 section of the bending cover (a-rubber) were damaged with cuts, torn, and missing portion of the bending cover. The damaged bending cover exposed the bending mesh underneath. There are no metal protruding through and/or sharps objects observed during the inspection. In addition to inspection, the bending section cover was removed; no physical damages on the bending skeleton and bending mesh were found. Both were in good condition. According to the servicing history, the scope was returned on 29jan2020 and had a 28f (bf-3c160 major repair) addressed due to deep buckles and leaks on the channel. During the service event, the bending cover was noted over stretched during the estimation intake. The scope ID read at 973 uses. The scope ID now read at 984, which is a total of 11 usages from the previous service event. Based on the evaluation and findings, the reported issue of ¿broke¿ could not be confirmed as there are no broken parts were found on the device during inspection. However, during inspection, found damages on the bending section cover which likely what the user¿s is referring to ¿broke¿.

Event description:
As reported for this event, during reprocessing the device broke. There was no patient involvement.